Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lead came back into the main coronary sinus after slitting. The lead was not implanted and was replaced with a competitor lead. No patient complications have been reported as a result of this event.